Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. An external insulation abrasion was found at the distal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy. Other damages found are consistent with procedural damage.